Manufacturer narrative:
With all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The no problem detected conclusion was selected.

Event description:
It was reported that this patient's pre-existing right ventricular (rv) lead's terminal pins were revered in the header of a newly implanted device. Review of an electrogram (egm) revealed oversensing of noise on the rv channel, as well as varying amplitude morphology measurements. All evidence at this time indicates the rv lead remains in service and no adverse patient effects were reported. Please note: despite multiple good faith effort attempts to the field, no further information regarding the model/serial of the product involved in this event or the resolution was provided. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's pre-existing right ventricular (rv) lead's terminal pins were revered in the header of a newly implanted device. Review of an electrogram (egm) revealed oversensing of noise on the rv channel, as well as varying amplitude morphology measurements. All evidence at this time indicates the rv lead remains in service and no adverse patient effects were reported. Please note: good faith efforts are currently underway to gather more information in regard to the model/serial and resolution. This event will be updated should additional information be provided.